Event description:
It was reported that the tips of the pk dissecting forceps instrument would not close. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip did not respond intuitively when squeezing the masters to open and close. The grip open angle was larger than usual and one grip stayed in approximately the same position when masters were squeezed. Further inspection found that the yaw pulley is missing a .200 inch by .060 inch piece on the opposite side of the conductor wire, allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering concluded that rough handling and or a collision may have contributed to the yaw pulley damage. Engineering also observed the distal end of main tube has a 2.25 inch long section with light material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.